Event description:
We have been informed that during an anterior procedure, at the start of the sculpt phase, the foot pedal did not respond at all. An attempt was made to restart the pedal by disconnecting and reconnecting it, but without success. It was then decided to cancel the surgery and proceed with it at another clinic. No report that actual patient / user harm occurred. However, due to the reported event surgery was delayed.

Manufacturer narrative:
In regard to this complaint logfiles and a picture were provided for review. Review of the logfiles and the picture confirmed the occurrence of the reported fop65541 error message on multiple days. Based on this repeated error, foot pedal replacement is recommended. The complaint cannot be further investigated nor confirmed conclusively as no product was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis (fp-defect-* and mp-defect). Since 2022 more than 100.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during an anterior procedure, at the start of the sculpt phase, the foot pedal did not respond at all. An attempt was made to restart the pedal by disconnecting and reconnecting it, but without success. It was then decided to cancel the surgery and proceed with it at another clinic. No report that actual patient / user harm occurred. However, due to the reported event surgery was delayed.

Manufacturer narrative:
The device is not yet accessible for investigation. Therefor preliminary results or conclusions are not yet available. Once the device becomes available for investigation, testing will be carried out to evaluate its functions and identify possible causes.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during an anterior procedure, at the start of the sculpt phase, the foot pedal did not respond at all. An attempt was made to restart the pedal by disconnecting and reconnecting it, but without success. It was then decided to cancel the surgery and proceed with it at another clinic. No report that actual patient / user harm occurred. However, due to the reported event surgery was delayed.